Manufacturer narrative:
An event of valve deterioration was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In (B)(6) 2012, a 21mm trifecta valve was implanted. In (B)(6) 2018, structural valve deterioration was revealed and the 6-year-old valve was replaced with another valve (unknown model). Endocarditis was ruled out. Additional information was requested, but not released by the hospital.